Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/9/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. An ilet data review by the cds revealed multiple days ((B)(6) 2024 to (B)(6) 2024) with blood glucose readings exceeding 400 mg/dl and no insulin delivery recorded. Ilet engineering logs showed the user paused insulin 17 times during this period and received three occlusion alerts on (B)(6) 2024, which were not addressed until the following day, (B)(6) 2024. Additional occlusion alerts occurred on (B)(6) 2024, with no action taken to resolve them. On 12/9/24 a beta bionics customer care agent followed up with the user's mother. The mother confirmed that the user's bg levels were back in range but that she was unavailable to provide additional event information. Additional attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.